Manufacturer narrative:
(B)(4).

Event description:
It was reported that high alert triggered on incorrect value on receiver. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.